Event description:
It was reported that a patient underwent a revision surgery to address three vitality closure tops that migrated postoperatively. The closure tops were removed and replaced with alternate shear-off closure tops to complete the case. The patient reported he was experiencing pain and fell prior to the revision. There were no additional patient impacts reported. This is report six of six for this event.

Manufacturer narrative:
Correction to field d7, entered in error.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00567 to 3012447612-2020-00572.

Event description:
It was reported that a patient underwent a revision surgery to address three vitality closure tops that migrated postoperatively. The closure tops were removed and replaced with alternate shear-off closure tops to complete the case. The patient reported he was experiencing pain and fell prior to the revision. There were no additional patient impacts reported. This is report six of six for this event.

Manufacturer narrative:
Information added to d3: email address, d8, h6: component codes, type of investigation, investigation findings, investigation conclusions. This follow-up report is being submitted to relay additional information. Summary: the complaint is confirmed for three (3) of three (3) vitality screws for tulip heads loosening from closure tops post-operatively. Medical records were provided for review and show the migration. Device evaluation: only the closure tops were returned for evaluation. No deformation outside of that expected from revision was found. Potential cause: root cause was unable to be determined. This event could possibly be attributed to the final driver used for the closure tops being out of calibration, the trauma experienced by the patient as described in the complaint, other patient factors, or other operational conditions that were not detailed by the complainant. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use and compatibility: this device is used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a patient underwent a revision surgery to address three vitality closure tops that migrated postoperatively. The closure tops were removed and replaced with alternate shear-off closure tops to complete the case. The patient reported he was experiencing pain and fell prior to the revision. There were no additional patient impacts reported. This is report six of six for this event.